Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. That alarms while infusing and interrupts delivery was confirmed and reproduced during product evaluation. The root cause was a defective micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor pump with a condition of 'alarms at start up'. This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter, it was discovered that there was a constant alarm that interrupted delivery. No patient involvement was reported. No additional information is available.